Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose levels of 45 mg/dl. It was reported that insulin pump was suspended due to customer's blood glucose going low after reservoir change. The customer had symptoms such as, feeling cold, sweaty and clammy. The customer was treated for the low blood glucose with food and glucose tablets. Customer's blood glucose level at the time of the call was unknown. The customer was assisted with troubleshooting and¿ customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis. Customer was advised to monitor insulin pump and to contact healthcare professional regarding low blood glucose.